Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for evaluation. Loss of connection was confirmed. A probable cause was determined to be the transmitter and app were unable to establish a connection. No additional event information is available. Data was returned and evaluated. The reported event of a loss of connection was confirmed via data. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days. The following reports are being submitted: 180708-001437 180708-001449 180708-001457 180708-001465 180708-001469 180708-001476 180708-001485 180708-001490 180708-001497 180708-001507 180708-001519 180708-001524 180708-001535 180708-001548 180708-001554 180708-001562 180708-001589 180708-001593 180708-001603 180708-001626 180708-001631 180708-001652 180708-001655 180708-001660 180708-001664 180708-001671 180708-001676 180708-001683 180708-001693 180708-001712 180708-001715 180708-001661 180708-001668 180708-001675 180708-001685 180708-001725 180708-001730 180708-001737 180708-001745 180708-001749 180708-001754 180708-001757 180708-001763 180708-001769 180708-001779 180708-001784 180708-001788 180708-001807 180708-001810 180708-001814 180708-001819 180708-001826

Event description:
Subsequent to the initial MDR, additional information is available.